Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "Textured exchange rupture", "Capsular Contracture Baker Grade III", "Ptosis" and "Asymmetry", "Soft tissue was so distorted/contracted". Patient underwent total Capsulectomy. This record is for the right side. Device was explanted.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "RUPTURE". THIS RECORD IS FOR THE RIGHT SIDE. DEVICE REMAINS IMPLANTED.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist AbbVie in determining a probable cause for this event.Reason for reoperation: rupture; capsular contracture, Baker Grade III.Additional, Changed, and/or Corrected Data: A2, B3, B5, B6, D6a, D6b, H6, H11.